Event description:
It was reported that the lead was explanted due to a system upgrade. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments. The segments were analyzed and it was found that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: model: 7000; competitor lead; implant: (B)(6) 2008. (B)(4).